Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 420 mg/dl. The customer reported no symptoms. Troubleshooting was not performed. The customer treated hyperglycemia with a syringe. It was unknown whether the customer was using or not using the insulin pump within 48 hours of the reported event and whether the auto-mode smart guard feature was active or inactive. No further patient complications were reported. The customer will discontinue using the device will be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp-mmt-unk-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.08690) inches. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 2 units of normal bolus was delivered on (B)(6) 2023. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, force sensor and motor. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, battery tube threads - cracked and label damage (faded end cap address label). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.